Event description:
The patient presented to the hospital after receiving inappropriate therapies. X-ray revealed dislodged lead. Several alerts were also observed on the egms, possible output circuit damage detected and hv lead impedance less than lower limit. The lead was repositioned, and normal hv lead impedance was measured. No lead anomalies were found during the repositioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.